Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unmark-health professional, company representative) additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of insufficient gas flow was confirmed. Based on the results of the investigation, it is likely the gas flow insufficiency occurred due to failure of electro-pneumatic proportional valve. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit pressure could suddenly increase or decrease occasionally. The issue occurred during a therapeutic procedure. There were no reports of patient harm.